Manufacturer narrative:
The cup transfer assembly (claw grippers) was returned to tosoh instrument service center for investigation. Visual inspection confirmed damaged claw grippers. The probable cause was due to a damaged claw gripper of the cup transfer assembly.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the reported errors by reviewing the error log. The fse did not try to reproduce the error due to physical damage found on the cup transfer assembly. The claw grippers were bent forward. The fse replaced the cup transfer assembly and performed all alignments. The cup transfer test was executed 20 times to ensure the repair was successful. The instrument operated as expected and was returned to service. No further action required by field service. The aia-900 instrument is functioning as expected. The aia-900, serial number (B)(4), was installed at the account on 11jul2018. A complaint history review and service history review for similar complaints was performed from 11jul2018 through aware date (B)(6) 2019. There were no other complaints identified during the searched period, which includes this event. The aia-900 operator's manual under section 12 flags and error messages states the following: 4275 incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. 4276 incubator positioning error cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. Per the instrument service performed by the fse, the probable cause was due to a damaged cup transfer assembly. However, functional testing of the cup transfer assembly is pending. The probable cause can not be confirmed until the functional testing is completed.

Event description:
A customer reported getting error messages 4275 incubator slipping detected and 4276 incubator positioning on the aia-900 instrument. The customer tried to do an all set home but initializing did not resolve the errors. The customer then took the instrument cover off and observed that the pickup arm was hitting between wells within the incubator. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.